Event description:
On (B)(6), 2005, the patient was treated for an abdominal aortic aneurysm and was implanted with three gore excluder aaa endoprostheses. On (B)(6), 2010, an intervention occurred to treat progression of aneurysm disease in the right common iliac artery. A gore excluder aaa contralateral leg endoprosthesis was implanted which increased seal in the right common iliac artery. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are limited to, endoleak.